Event description:
Unknown date of event, virtually no details available; set arrived in a package with a set for another report and despite request for details, no information was made available for what the reason for return is.

Manufacturer narrative:
(B) (4). (B) (4). Set was evaluated; visual inspection revealed a needle puncture in the smartsite needle free valve port piston. The smartsite valve is not designed to accept a needle. Puncturing the valve with a needle will result in a hole in the valve which will leak even under a small amount of pressure. It is recommended that if a valve has been punctured by a needle or sharp cannula, it should be replaced immediately. Customer was provided this information along with a copy of the smartsite user's guide, showing proper technique in accessing the valve. Patient information requested and all available information is included in section a and b. This report was filed by the manufacturer.